Event description:
It was reported that (B)(6) 2014, the patient underwent a stenting procedure with placement of a 4.0 x 18 mm xience v stent in the proximal left main artery, a 3.5 x 23 mm xience v stent in the proximal right coronary artery, a 2.25 x 18 mm xience nano stent in the distal left anterior descending (lad) artery, a 3.0 x 23 mm xience v stent and a 2.25 x 12 mm xience nano stent in the proximal lad, and a 2.25 x 22 mm non-abbott stent in the mid lad. At the start of the procedure, a planned intra-aortic balloon pump (iabp) was inserted. During the procedure, the patient developed intermittent arrhythmia, junctional arrhythmia with premature atrial complexes, and an intra-venous dopamine drip was started. The arrhythmia continued after the stenting. At the completion of the procedure, the iabp was removed and the dopamine drip was weaned down, the patient developed chest pain. The iabp was re-inserted and the dopamine drip was re-started. Coronary angiography was performed. No dissections were noted and all stents were patent. No additional intervention was performed. The patient's condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
T(B)(4). Concomitant products: stents: 4.0x18 xience v, 2.25x18 xience nano, 3.0x23 xience v, 2.25x12 xience nano, 2.25x22 resolute the reported patient effects of arrhythmia and angina are known observed and potential patient effects as listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified